Event description:
Kiss zh, doig-beyaert k, eliasziw m, tsui j, haffenden a, suchowersky o. The canadian multicentre study of deep brain stimulation for cervical dystonia. Brain. 2007; 130(pt 11): 2879-2886. This article describes a study involving bilateral gpi deep brain stimulation in 10 pts with severe, chronic, medication-resistant cervical dystonia. Two pts with bilateral dbs for dystonia had only mild difficulties with swallowing. None of these changes were significant enough to impact daily life or work ability.

Manufacturer narrative:
This report is being submitted following an internal audit.